Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was reported by the eye care professional (ecp) via a social medial post that he had a patient who presented with what looked at first like a small abrasion button that was getting better. Then it seemed like it may be herpetic, however it was actually discovered to be acanthamoeba. The patient was diagnosed by this ecp after the patient's mother had contacted him after she was "al ready seeing cornea". The patient was storing the lenses in tap water and reusing them. The patient had to drop out of college for a year and was hospitalized. It was noted that the patient got a lot of her eyesight back, but not all of it. No additional information is available for this incident.